Event description:
A micro-driver rx coronary stent delivery system length 24mm, diameter 2.5mm was used to treat a moderately calcified lesion in a pt. It was reported that the device was advanced to the lesion but on inflation of the balloon it was noticed that the stent was not on the balloon. Based on the info provided, it appears the device and stent were not inspected prior to use as it was not noticed that the stent was no longer on the balloon. The stent was located on the table, very mangled. It was reported that during preparation of the device, negative pressure was applied to the balloon three times. The pt was reported to be fine post procedure and no clinical sequelae have been reported.

Manufacturer narrative:
(B)(4): eval results: possible damage to stent on removal of sheath. Negative pressure applied to "dry" device 3 times. Conclusion: negative pressures applied to "dry" device 3 times. Possible damage to stent on removal of sheath. Eval summary: the stent delivery system and dislodged stent were returned to the mfg site for eval. The balloon had been inflated. There were four segments intact at one end of the stent and two segments at the other end. The remaining segments were stretched and deformed. The damage to the returned stent is consistent with the stent being gripped during removal of the protective sheath.